Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the physician had difficulty manipulating the lead through the sheath, at implant. The physician said the sheath seems too small for the lead. A medtronic technical consultant stated that a 9 french size sheath was being used, but it is recommended that the sheath be larger than the lead; in this case, a 9.5 french is the right size to use. The lead was implanted and is still in use. No patient complications were reported as a result of this event.